Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned.

Event description:
Customer had a patient with an extremely faint positive, so he ran a negative control that showed a faint line.